Event description:
A report was received from (B)(6) stating that during pt use, the internal battery did not charge over 55%. A low backup battery alarm occurred. The pt was manually ventilated using ambu and switched to another ventilator. The device settings were reported to be "pc-simv, pc:12, it:1.0sec, peep:5, ps:8". There was no reported pt injury.

Manufacturer narrative:
The customer reportedly performed a preventative maintenance and updated the software. No further evaluation expected. The device was not evaluated by covidien. (B)(4).